Event description:
It was reported that the patients right ventricular (rv) lead had caused a perforation. A lead revision was completed and the lead was repositioned to the right ventricular outflow tract (rvot) without further incident. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).